Event description:
It was reported that the pump alarm was heard. The patient¿s pump ¿ran dry¿. The pump was refilled (B)(6) 2014, but the alarm was still occurring after the refill. The reporter did not know which alarm was occurring. The medication being delivered via the device system was not reported. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient stated they were hearing a critical alarm every hour. Per the reporter the critical alarm was programmed to every 10 minutes and the non-critical alarm was programmed to every 6 hours. The reservoir volumes said 31.2ml and logs or telemetry do not state an alarm was occurring. The patient did let pump "go dry" in (B)(6) and the low reservoir alarm went off on (B)(6). The pump was refilled on (B)(6) and interrogated again on 7/1 because the patient had reported that the pump was alarming. Per the reporter the pump was due to alarm but the pump did not alarm. The patient was there for 25 minutes and the pump did not alarm. The patient stated the last time they heard the alarm was this morning (B)(6) 2014. The pump was used to deliver compounded baclofen and dilaudid.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).